Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received unspecified alarms, stopping insulin delivery. Subsequently, the customer's blood glucose level became elevated (value not provided). Although requested by tandem technical support, the customer declined troubleshooting or to provide additional information.